Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a loss of right-side pain relief and they needed to be reprogrammed. It was reported that the patient was hospitalized last november, and percussion was done on their back and the rep did not know if this was the reason for their issue or not. The rep met with the patient and check their impedances which showed electrode 1 and 2 were greater than 10,000 ohms and they had red x¿s for the connectivity check. The rep indicated that they were able to reprogram the patient to capture adequate coverage back on their right side. The rep stated that they used a cross the lead -+on electrode 0 and a -+ on electrode 3 which gave them their right sided stimulation back. The issue was resolved at the time of the report. No further complications were reported/anticipated.